Event description:
It was reported that the device's screen took longer than expected to wake when the user touched the display, and the user requested a replacement; support advised proper touch technique to avoid unintended activations and provided education on holding a finger on the screen, ensuring hands were not too dry or cold, and allowing a brief moment for the sensor to respond. Symptoms included no adverse clinical effects. Outcomes included no alarms and no need for medical care. Investigation included customer education and basic functional troubleshooting over the phone. Investigation of this case revealed that the device responded as designed with a non-sensitive wake threshold intended to prevent inadvertent activation, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use-related and consistent with normal device behavior.